Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell. Gts assisted the home patient (hp) to cycle power off and on twice to clear the alarm. Gts then assisted the hp to start over with all new supplies. A supply bag fell and disconnected. Product surveillance attempted to contact the hp for additional information; however, the hp did not speak english. No further information was available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a supply bag fell and disconnected. The lot information was unknown; therefore a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).